Manufacturer narrative:
Age at time of event: around (B)(6) of age. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that coil migration occurred. The target lesion was located in the mildly tortuous gastroduodenal artery. A 4x8 interlock was selected for embolization. When the coil was advanced and exited into the .021 direxion catheter, it was noted that the interlocking arm of the pusher wire detached from the interlocking arm of the coil. The coil then migrated to profunda and was attempted to be snared twice but it was unable to be retrieved. No patient complications were reported.